Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it have a cracked and chipped top case, as well as a cracked right plunger case with visible contamination. Motor rate error was noted in the event history log of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records. Device underwent occlusion testing, confirming the reported allegation. A motor rate error occured using the same infusion rate the customer was using. This was noted to be a result of the motor assembly due to normal wear and tear. The manufacture date of this device was 2007. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump had motor rate error during testing. No patient involvement.